Manufacturer narrative:
Medwatch number: mw5081629. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2018-09956, 1627487-2018-09957. User facility medwatch report received that states: after the revision of a drg stimulator (reference MFR report: 1627487-2018-03399), patient experienced abnormal stimulation, shocks and burning; the ipg was protruding and the patient experienced a burning sensation at the ipg site. The devices failed to cover the patient¿s chronic pain and x-ray results confirmed lead migration. As a result, the system was explanted.